Event description:
It was reported that the ventilator's printed circuit boards were contaminated with water. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The liquid spill on the expiratory channel, pressure transducer and control printed circuit board have been found. The expiratory channel, pressure transducer and control printed circuit boards were identified as defective. It has remained unknown under which circumstances and when the liquid entered the unit. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to environment.

Event description:
Manufacturer's ref.#: (B)(4).